Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Premature depletion was reported. The device reached eri (elective replacement indicator) with neither shock nor pacing (<0.1%) throughout the device life time. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the device did not meet expected longevity. Analysis found a high current drain condition. Electrical analysis traced the source of the high current drain to an integrated circuit (ic). After the ic was removed, the high current condition was no longer observed and the root cause could not be determined.